Manufacturer narrative:
H4: the lot was manufactured from june 19, 2020 to june 22, 2020. H10: two (2) actual devices were received for evaluation. The devices were received containing approximately 115ml of fluid in the bladder. Visual inspection was performed and small white specks of crystallized drug residue located near the fillport area was identified. There were no signs of moisture or liquid on the interior or exterior surface of the housing. This is not an actual leak from the device. Functional testing was performed by filling the devices. During fill, no leak was observed. The samples were being monitored until the next day and no signs of leak were observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors leaked prior to patient use. It was further stated that white residue was noticed around the top of the infusors. The sets were filled with fluorouracil 4600mg in 115ml 0.9% sodium chloride. There was no patient involvement. No additional information is available.